Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The lesion was located in an unknown artery. The 3.50 mm x 15 mm nc quantum apex balloon ruptured at unknown atms "under rated burst pressure". No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).